Manufacturer narrative:
(B)(4). One unit was received with approximately 120 ml of fluid in the bladder. No defect was observed during visual inspection. Forced prime was attempted, but flow was still not observed at the distal luer. The reported problem was therefore confirmed. Microscopic examination of the flow restrictor revealed the problem was caused by drug residue blocking the fluid path at the distal end of the glass capillary located inside the flow restrictor housing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed after filling in a small volume folfusor. The reported condition occurred before patient use. No additional information is available.